Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed leaking from the veneous header. Estimated blood loss was less than 100 ml. Pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample has been discarded.